Manufacturer narrative:
Results: 100 tubes were received thirty samples were evaluated for draw volume. The draw range was 3.18ml to 3.46ml. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 7027592. Conclusion: based on the investigation results, no root cause from the manufacturing process was identified as a contributor to the reported failure. Based on a bd study, product shows effectivity at 10%/-19% of the stated draw.

Manufacturer narrative:
The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported the tube tops of a 13x75 mm 3.5 ml bd vacutainer® plus plastic sst tube. Gold bd hemogard¿ closure popped off and shot across the room.